Manufacturer narrative:
Block b3: exact date unknown, event likely occurred in january 2025. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 20351226, UDI: (B)(4). Product family: scs-linear leads, upn: scs-linear leads, model: sc-2218-50, serial: (B)(6), batch: 20865425, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced charging difficulties, pocket pain, and insufficient pain relief. Consequently, the ipg and the leads were explanted. No abnormal findings were noted during the procedure, and the ipg had not rotated. The patient is recovering well post-operatively. The explanted devices will not be returned for analysis, as they were disposed of by the medical facility.